Event description:
It was reported that during use when attempting to remove the foley catheter, it did not come out smoothly; there was a sensation of snagging, and ultimately the doctor had to pull it out with force. There was no water left in the cuff and informed them that there was a possibility of jamming due to caflore.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: (B)(6). The reported event is unconfirmed. Our team conducted a review of the reported event, with the available information to ensure the ongoing safety and performance of the product. As this investigation has already been performed for a similar complaint, another investigation is not necessary. An investigation has been completed using all information currently available. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post market activities in compliance with both regulatory requirements and local procedures. Based on the results of the investigation, no further action is required. Corrections: d, e, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter phone number:(B)(6). Initial reporter fax number:(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use when attempting to remove the foley catheter, it did not come out smoothly; there was a sensation of snagging, and ultimately the doctor had to pull it out with force. There was no water left in the cuff and informed them that there was a possibility of jamming due to caflore.